Event description:
Customer reported that he experienced high blood glucose around 400 mg/dl. Customer stated that he was switched to a 500 unit insulin pump and has just started adjusting. Customer also reported that sometimes when the infusion set stick to the sides when putting it into the serter. Customer was assisted on the proper use of the serter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.